Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 150 mg/dl.